Event description:
Patient allegedly received an implant on (B)(6)2008 via unknown access due to left femoral clot. Patient is alleging tilt, vena cava perforation and one medial strut perforates the ivc wall 15mm and contacts the aorta. The patient further alleges ¿I have gangrene, poor blood circulation, bacterial infections, body tissue deterioration, ulcers on both legs, weight gain, problems sleeping, chronic pain and swelling in groin area, unable to get an erection, blood clots.¿ the patient further notes limited physical activity, depression and anxiety. Per a CT (computed tomography) scan of the abdomen and pelvis dated (b)(62019, "findings: axial CT abdomen and pelvis with coronal and sagittal reformatted images submitted for review on (B)(6)2019 of the ivc, filter position, and related findings. The hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly and medially and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 20mm. Two (2) anterior struts perforate the ivc wall 13mm and 20mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 15mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 17mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: a3, b1. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava perforation, one medial strut perforates the ivc wall 15mm and contacts the aorta, gangrene, poor blood circulation, bacterial infections, body tissue deterioration, ulcers on both legs, weight gain, problems sleeping, chronic pain and swelling in groin area, unable to get an erection, blood clots, limited physical activity, depression and anxiety. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported gangrene, poor blood circulation, bacterial infections, body tissue deterioration, ulcers on both legs, weight gain, problems sleeping, chronic pain and swelling in groin area, unable to get an erection, blood clots, limited physical activity, depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.